Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While moving the guidewire inside the catheter lumen, some resistance was felt. The guidewire was initially replaced; however, resistance was still felt with the second guidewire. The farawave catheter was then replaced, and the procedure was completed successfully with no further issue reported. No patient complications were reported. The farawave catheter is not expected to return for laboratory analysis as it was disposed.